Manufacturer narrative:
(B)(4). The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had a headache for 6 months. A cerebrospinal fluid lead was suspected. The pump was replaced (B)(6) 2010. The catheter was revised (B)(6) 2011. On (B)(6) 2011, both the pump and catheter were replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.